Event description:
It was reported by the patient of not feeling well since going to cardiac rehabilitation and wondered if the device was working. Follow-up with the patient's physician indicated the ventricular lead had intermittent loss of capture during exercise. Outputs were reprogrammed for the lead and it remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.